Event description:
It was reported that the sensor glucose and blood glucose readings were unreliable. The blood glucose reading was 161 mg/dl. The customer stated that the sensor readings were dropping but the graph showed an arrow going up. She also noted that the last sensor was about 200 points off. The customer confirmed that she does follow proper calibration protocol. Advised return of the device. Nothing further reported.

Manufacturer narrative:
Received five sealed sensors. No analysis required. Sensors are expired.

Manufacturer narrative:
Reliability analysis was not required for expired sensors.